Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that they were having issues with the reservoirs and infusion sets being occluded. It was stated that on (B)(6) 2015 that insulin was not being delivered and the customer's blood glucose went from 13 to 20 mmol/l. They changed the entire set and were able to treat. It was the reported that no delivery occurred again the day of the call and customer had to change the infusion set and reservoir. Mother stated that there seems to be something wrong with the box of reservoirs in use and wanted to send them back.